Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a codman ventricular microsensor was implanted to a patient on (B)(6) 2021, with cerebral hemorrhage with readings of 10-18mmhg. On (B)(6) 2021, the microsensor showed negative readings of -83mmhg. The physician changed out the icp monitor and cable while the microsensor was still showing the same negative readings. Finally, the physician explanted the microsensor on (B)(6) 2021, and stopped monitoring.

Manufacturer narrative:
The codman ventricular microsensor was returned for evaluation. Device history record (DHR): there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis: silicone substance over sensor area that is not part of the manufacturing process. Received catheter in a drainage tube. Icp express reading passed with 525. The device passed electronic, noise, and signal drift tests; internal calibration, and linearity/hysteresis tests were omitted due to the drainage tube. Unable to confirm the complaint. The root cause is undetermined and was unable to be confirmed in the complaint evaluation.

Event description:
N/a.